Manufacturer narrative:
Findings: pump was received with blank display due to moisture damaged on electronic assembly. Moisture damaged found under lcd screen and motor assembly. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 136 mg/dl. The customer reported that the device was exposed to water. Customer reported there is fluid under the lcd display. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.